Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for variceal banding ligation performed in 2009, on a male pt. According to the complainant, during the procedure three bands were deployed, then the device would not deploy any more bands. The device was removed. The procedure was completed by using another speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.